Event description:
Info was received that reported a pt had been hospitalized on 02/27/06 due to hypoglycemia. The reporter alleges that the pump overinfused and the pt received too much insulin. The pt is reported to have spent 8 hours in the emergency room and received 2 bags of glucose. A review of the history log with the reproter was inconclusive. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the rperoted incident, as of the time of this report the device has not been returned.